Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error on the insulin pump. Customer was not able to troubleshoot at that time and planned on calling back to program the insulin pump. The blood glucose reading was 207 mg/dl. Nothing further was reported.